Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) 2012 (exact date not reported), resulting in fixture loss. It is unknown if there are plans to replace the lost fixture as of the date of this report, (B)(6) 2012.